Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. It is reported that the patient died. A clear root cause was not determined but the most probable may be a usage issue. The complaint is reportable.

Event description:
The complaint was received for an event date on (B)(6) 2022, stating "t1 hamilton ventilator was involved in an incident that resulted in the death of a patient. Around 8:00 am on (B)(6) 2022 the staff was notified to move the patient from the ICU to the cath lab for a procedure. The patient was on a hamilton g5 ventilator in the ICU then the staff wanted to transfer the patient from the g5 to the t1 ventilator to transport the patient to the cath lab. During that time of transferring the patient to the t1 ventilator is when the staff noticed that the patient vitals were going down. The staff removed the patient from the t1 ventilator then gave the patient bags of breath attempting revive the patient back to life." The importer of the device (hamilton medical inc.) Reported this event to FDA (0002937708-2022-00004).